Event description:
It was reported that several alarms were issued. The event occurred during patient use at the facility. There was patient involvement, and no patient harm reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was one repair request before for the same issue. The repair request was on october 1, 2024. Visual and functional tests were performed, and the issue was confirmed in the event history log but not through testing. The cause of the issue was possibly a defective downstream occlusion (dso) sensor or mainboard. The dso sensor, latch lock assembly and mainboard were replaced to fix the issue.